Event description:
As reported by the user facility information by bbm sales organization in sweden: "underinfusion". According to the customer: "reason of complaint: the drip was started on (B)(6) 2023, at approximately 9:45, with a rate of 25ml/h and then the rate was successively increased every half an hour. The drip rate was increased by 50ml/h-100ml/h to a maximum speed of 200ml/h. Drug truxima with concentration 2mg/ml, total volume 500ml mixed in nacl. No patient failure or other problems. Total vssi was 500ml the error was discovered at 13:04 when the drip fluid had decreased very little. The pump shows that there is approx. 45ml vssi left, but in the bottle, it is approx. 400ml left. No alarm went off on the pump, the pump run as it was infusing fluid all the time, no air alarms. No problems when starting the infusion either. The staff changed the pump, and then it worked well to administer the remaining infusion with the existing line. No care deviation was registered. No information on whether the patient was injured."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Updated information: h4 production date h6 codes updated underinfusion general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: n030004 hours of operation: 19418 further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2023-12-28 was investigated. A space line was selected and the infusion started with a rate of 25ml/h and a volume of 500ml. During the infusion, the rate was increased from 25ml/h to 50ml/h, 100ml/ and 200ml/h. After 3 hours and 30 minutes the infusion was stopped. At this time, 460,56ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +2,34%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.